Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. In addition, the pump battery jumped from 65% to 100% quickly. Customer reported blood glucose level was 95 (mg/dl). Reportedly, the customer will continue to use the pump until the replacement pump is received.